Event description:
Reporter noted the chamber suddenly filled with bubbles obscuring view at the end of "phaco" and a posterior capsule tear occurred. Anterior vitrectomy performed and "ac" intraocular lens implanted. Patient referred to a retinal specialist.